Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the unspecified bd¿ pen needle the medication would not come out. The following was received by the initial reporter: verbatim: I applied the product and when I removed the needle it didn't come out it went in and doesn't come out anymore what do I do to not lose the pen full of product. The needle is stuck.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned for the unknown lot#, therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown.

Event description:
It was reported that while using the unspecified bd¿ pen needle the medication would not come out. The following was received by the initial reporter: verbatim: I applied the product and when I removed the needle it didn't come out it went in and doesn't come out anymore what do I do to not lose the pen full of product. The needle is stuck.